Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: it is unknown how much time may have elapsed between the adc reading and the subsequent reading obtained at the healthcare facility. Additionally: the customer was using test strips that expired on december 31, 2013. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 68 mg/dl on (B)(6) 2014 at 11:48 am, which was lower than a subsequent reading received by a healthcare provider. Customer further reported she was vomiting, experienced a loss of consciousness and "had a stroke". Paramedics were called and customer was transported to a local healthcare facility. At the hospital a reading of "400+ mg/dl" was received on an unknown instrument. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. Customer did not receive any other diagnosis. Customer was reportedly hospitalized for an unspecified length of time. There was no report of death or permanent injury associated with this event.